Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 460 mg/dl. The customer also stated that the insulin pump alarmed compromised force sensor system and insulin squirt out during manual prime. Customer also stated that the drive support cap was flush. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with compromised force sensor system alarm during prime test and unable to prime due to loose drive support disc. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.